Event description:
On (B)(6) 2012, the pt underwent an endovascular procedure with conformable gore tag thoracic endoprostheses for a thoracic aortic aneurysm. Iliac measurements were not available. There was no notable calcium or thrombus on imaging. During the insertion of the 24 fr gore dryseal sheath some mild resistance was encountered. The surgeon reported adequate iliac/femoral access or prior films. During the removal of the sheath resistance was encountered, upon removal of the sheath the vessel intima was noted to be adhered to the sheath. An immediate drop in blood pressure was noted. Proximal control was gained via insertion of a q50-65 occlusion balloon, blood pressure stabilized. A retrograde angiogram revealed extravasation of contrast near the take off of the hypogastric artery. A cutdown was performed on the left femoral and a second q50-65 occlusion balloon was inserted and used to maintain proximal control as the other balloon was removed. The left iliac was stented from the femoral arteriotomy with gore viabahn endoprostheses. A completion agio revealed no further extravasation of contrast. The balloon was deflated. Just prior to closure of artery another drop in bp was noted and the last viabahn was found to be disjointed from the others. The balloon was re-inflated and a dacron interposition graft was sutured from the end of the viabahn to the femoral artery. Pt remained stable for the remainder of the case. Pt was stable at the end of the case.